Event description:
It was reported that during a shoulder procedure using a speedstitch suture cartridge, the device failed to deploy properly. This deficiency resulted in a 60 minute surgical delay and ultimately the procedure was completed using a competitive device. There were no significant delays or patient complications resulting from this event.